Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar leaked pneumo. The doctor and tech used pinky finger to get the seal to close. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.